Event description:
It was reported that patient experienced more pain despite pump increase. A dye study showed two holes on distal catheter. A catheter revision was done wherein a new catheter was spliced in. Patient outcome was noted as fine. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2012-(B)(6), explanted: unk; catheter model: 8709, (B)(4), implanted: 2005-(B)(6), explanted: unk; catheter model: 8590-9, lot# n318164, implanted: 2012-(B)(6), explanted: unk; catheter model: 8578 (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).